Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Device data was analyzed by technical services (ts) and replacement recommended. No adverse patient effects were reported. Patient passed away due to non-device related issue. Currently the device remains implanted.